Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 25 mmol/l and 10 mmol/l or 11 mmol/l (customer unsure of exact reading). Customer no longer has the strips involved in the incident. No adverse event reported. Requested return of the alleged device for evaluation.